Manufacturer narrative:
The insulin pump had a motor error alarm during rewind due to a corroded motor home switch. The device had a scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, and a missing end cap sticker.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.